Event description:
Additional information was received indicating the rv lead was deactivated and a new system was implanted. The patient was stable.

Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead leading to pacing inhibition and asystolic episodes. Technical support was contacted and recommended further investigation via provocative testing. Provocative testing was performed and the noise was reproduced. Diagnostic imaging was performed and no anomalies were noted. Lead insulation damage was suspected. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.